Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The field service representative was at the customer location for service on the cell-dyn 1800 analyzer and replaced the diluent syringe due to leaking. No impact to patient management was reported.